Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010 according to the complainant, during the procedure, the basket tip of the device prematurely detached. It is unknown whether the physician removed or attempted to remove the tip from the patient. The procedure was completed with another rx lithotripter compatible basket.

Manufacturer narrative:
(B) (6), gender and weight are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.